Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented after receiving inappropriate shock due to inappropriately diagnosing bigeminy. Programming changes were made. The device remains implanted. The patient was in good condition and will continue to be followed normally.